Manufacturer narrative:
The investigation of vf/vt/af/at, positioning issues, and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. The root cause of the vascular damage issue and positioning issue was not determined since product was not returned and insufficient clinical information was provided. Positioning issue: clinical states that after the patient had vt runs, the patient had cardiopulmonary resuscitation (CPR) performed which led to pump pushed deep and was pulled back into a good position. Pump was not returned for investigation. Therefore, as per the clinical information provided, the root cause of the positioning issue was use related to the CPR performed to the patient. H6 health effect - impact code 4647 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28011.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient on impella cp experienced a gastrointestinal bleed and anticoagulant was paused. It was further reported multiple episodes of ventricular tachycardia (vt)/ ventricular fibrillation (vf) requiring cardiopulmonary resuscitation and electrical cardioversion. An echocardiogram performed which showed the cp was deep and had to be pulled back into a good position. The patient continued to have persistent episodes of vt/vf. The patient was taken back to cath lab for left heart catheterization. The patient was stable and the procedural outcome was the patient survived surgery.